Event description:
It has been reported to philips that the system did not boot up, it was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Review of the logfiles confirmed the flexvision pc malfunction. A philips field service engineer (fse) visited onsite and identified a fault with the grabber cards in the flexvision pc. Fse replaced flexvision pc and hard disk. After that, the system was returned in good working condition and was ready for clinical use. The system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. After replacing the flexvision pc, the system was returned to use in good working order. The defective flexvision pc was returned for analysis. No failure was identified during analysis; however, log file evaluation confirmed a failure with the flexvision pc's grabber card. Philips has initiated field service corrective action (fsca) 2023-igt-bst-027 for this issue. The correction was implemented on this system in (B)(6) 2025.

Event description:
It has been reported to philips that the system did not boot up, it was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.